Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm. The customer's blood glucose levels are unknown. Nothing is being returned at this time. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with blank display broken solder joint on interface board. The insulin pump was unable to verify motor error due to blank display. However, the motor was tested outside the insulin pump and passed. The insulin pump received with minor scratches on lcd window, cracked case and cracked battery tube threads.